Manufacturer narrative:
Correction.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a transrectal biopsy procedure after collecting the first tissue sample the device allegedly fired three times without the health care provider pressing the firing button. Another device was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. Both slides were in their initial position. The cannula and stylet were found to be bent when positioned on a flat surface. The bend started at the base of the needle. Per the preliminary evaluation results, the needle was returned in a plastic sharps bin. It is likely that the returned packaged conditions contributed to the bent needle. However, it is unknown when the needle became bent, as it was not reported by the user. Performance/functional evaluation: to prime, the top slide was pushed into the device. It was found that the top slide was able to freely move; however, it would not lock into place, thus confirming the investigation for failure to prime. The device was disassembled and internal parts were inspected. Upon disassembly, it was observed that the left side bumper was missing, thus preventing the device from being primed, as the cannula tangs could not lock into place when the top slide was moved to the priming position. Additionally, the tangs did not appear to be damaged or deformed, and were able to lock securely into place while the device was disassembled. It was noted that the stylet hub was from cavity number 17 and the cannula hub was from cavity number 20. Conclusion: the investigation is confirmed for failure to prime, as to the top slide could not lock into place. The left side bumper was missing, preventing the top slide from being locked into place. However, the investigation is inconclusive for self-activation, as the device could not be functionally tested. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current maxcore instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.